Event description:
Per the clinic, the patient experienced poor retention due to very thick skin flap. Subsequently, the patient was placed under general anesthesia on (B)(6) 2024, in order to undergo a skin flap reduction surgery. The implanted device remains.